Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that microscopic examination of the fracture surface identified progressive striations, which are indicative of fatigue. Dimensional inspection rod diameter confirms conformance to print specification. Damage noted on adjacent surface to crack propagation found to be post-fracture damage. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a rod was broken. A revision was done to replace the broken rod. No further details are known at this time.